Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Physician used silverhawk in the left sfa and removed for cleaning. Tech cleaned the device per protocol but could not push the thumb switch forward to close the cutter window. Physician utilized a second device to complete the procedure. Evaluation summary: the silverhawk device was received inside a ls-m pouch with applicable labeling indicating the lot is a116193. The initial visual inspection found no damage that would appear to have directly contributed to the reported event. The distal assembly was inspected under microscope and found white dried residue centrally located in and around the cutter mouth. The cutter was advanced and it could not enter the coiled housing due to a restriction observed while attempting to exit the cutter mouth. The distal assembly was attempted to be cleared of debris using the cleaning tool. A cutter driver from the lab was attached and the cutter head/thumb switch was unable to advance (photo 10). The distal assembly was soaked in klenzyme for approximately 24hours. The white dried residue was no longer visible and the cutter head and cutter mouth were more visible. Minor chipping of the cutter blade and a crescent shaped dent was observed on the top of the distal assembly at the cutter mouth. The thumb switch and cutter head could still not advance after the distal assembly was cleaned.